Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014; 977a260 lead (x2) implanted (B)(6) 2017; 97714 ipg, implanted (B)(6) 2017; 310c29, mitral valve, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. A new pacing system was implanted several days later. No further patient complications have been reported as a result of this event.